Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported failure; however, the error/fault was confirmed via the error logs/system logs. The reported issue indicated that setup joint (suj) was malfunctioning with error 23 and 30. These types of errors are related to a communication problem between the remote arm controller (rac), essj and patient side manipulator (psm). These faults were captured by the system. During visual inspection, no damage was found on the suj harness. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the customer experienced a 281 error and they couldn't recover. The customer attempted rebooting the system a couple of times without change. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to hard cycle the patient side cart (psc) and reseat the blue fiber cables but the issue persisted. At that time, the surgeon made the decision to covert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the set-up joint (suj to resolve the issue. The suj allows for the positioning of the system's manipulators.